Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On(B)(6)2023, an FDA medwatch notification was received via email. A nurse reported that an ar-1927bcf-3 biocomposite corkscrew ft tripleplay anchor broke in half. The surgeon was only able to retrieve one-half of the broken screw, the other portion remained in the patient. This was discovered during a procedure on(B)(6)/2023. No further information was reported.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely causes of the reported failure are misaligned insertion, and prying/leveraging the device during insertion.